Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump had moisture damage to the liquid crystal display board and electronics assembly, a cracked belt clip slot, cracked reservoir tube lip, cracked case near the display window corners, cracked display window and a stained end cap sticker.

Event description:
The customer called and reported there were drops all over the insulin pump screen. He stated the insulin pump may have gotten wet. His blood glucose was 168 mg/dl. Customer was advised the device would be replaced and agreed to return the product for analysis.